Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery longevity of this implantable pacemaker device appeared to have decreased 2 years in 10 months. The power consumption was reported to be of 128%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery longevity of this implantable pacemaker device appeared to have decreased 2 years in 10 months. The power consumption was reported to be of 128%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated the physician decided to continue to monitor this device.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery longivety of this implantable pacemaker device appeared to have decreased 2 years in 10 months. The power consumption was reported to be of 128%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery longevity of this implantable pacemaker device appeared to have decreased 2 years in 10 months. The power consumption was reported to be of 128%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated the physician decided to continue to monitor this device. Additional information was received which indicated the device had entered in safety mode, it was decided to explant and replace the device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: device codes. H6: impact codes. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.